Event description:
During breast cases, the surgeon must regularly remove and reinsert the bovie tip to clear the suction component of the combination suction/cautery device. This repeated removal and reinsertion is routine and necessary, and the same bovie tip is reused throughout the case. In this instance, the surgeon observed a small area of skin burning at a time when the tip was believed to be well beyond the skin incision and should not have caused injury. Upon inspection, the surgeon noted holes in the insulation near the base of the bovie tip, suggesting that the normally insulated portion may have contacted the skin while the active tip was deeper in the incision.